Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient was experiencing pain when the right ventricular (rv) lead would pace. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.